Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h set, an external dialysate leakage from the arterial header and housing was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The visual inspection by naked eye was performed and the reported problem was not confirmed. A leak test of the blood side was performed and no leak was observed. A leak test of the dialysate side was performed, and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.